Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on data synchronization setup. A technical support specialist (tss) verified that the station was attempting to connect to an outdated server and applied the manual remediation steps from knowledge article, restoring communication; additionally restarted the datasync service on the station to stabilize connectivity. Identified that server-side datasync had been stopped, which allowed medication pulls but is not a recommended practice, and advised using the pyxisidentity application pool instead for cached login access. Upon re-enabling datasync, stations moved to an ¿unknown¿ state due to a dispensingdevicesnapshotkey mismatch between server and stations; corrected the snapshot for one station, confirming successful functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on datasync setup. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.